Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s mother) contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio iq meter displayed inaccurately high results compared to the patient¿s feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that on (B)(6) 2018, the patient tested his blood glucose level using the subject meter at 7am and 12 noon and obtained alleged inaccurately high results on the subject meter. As the patient had the meter at school with him at the time of the call, the reporter was unable to provide details of the results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin which he self-adjusts. The reporter denied that the patient had made any changes to his usual diabetes management routine after obtaining the alleged inaccurate results. She reported that around 3pm on (B)(6) 2018, the patient had a hypoglycemic episode of ¿loss of consciousness¿. She stated that the patient was taken to the emergency room where he was treated with IV glucose. She indicated that blood glucose results had been obtained at the ER, but she was unable to provide any readings. At the time of troubleshooting, the reporter confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The reporter did not have testing supplies to be able to perform a retest. Replacement products were sent to the patient. This complaint is being reported because the patient have received hcp treatment/medical intervention for an acute blood glucose excursion, after obtaining alleged inaccurately high blood glucose results on the subject meter.